Event description:
Customer was riding unit down a ramp when unit tipped. Customer lacerated the hand during the fall. Customer went to the local emergency room where customer was treated (received four sutures) and released.